Event description:
The pump was set to deliver at 18ml/hr. Sometime after the infusion had been started the nurse noticed the pump was running at a rate of 460ml/hr. There was no resultant patient complication.